Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Discrepancy with two inratio meters and two patients: pt 2: (B)(6) 2010, meter 1: 2.5, meter 2: 2.5: lab (5 minutes after meters): 6.5.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. No adverse event reported. A request was made for the return of the product, replacement was sent.